Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system motorized stand movement was not possible. Therefore, fse replaced the power and control unit without boards. Few days later, issue was reoccurred. Upon functional testing, fse found that system had stand movement error and sib chip set was failure. Fse replaced the sib, power supply for l-arm and downloaded the board software. After the replacement of the sib and power supply for l-arm, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the stand intermittently loses power. The device was in clinical use. No patient or user harm reported.